Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-23248. The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient has not been able to charge her ipg and has been without stimulation for approximately 3 months. Subsequently, the patient discontinued the use of her system. It was also reported the physician may refer the patient for a surgical lead procedure. The patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Recall number 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.